Event description:
During procedure, after having embolized the basilar tip aneurysm, it was reported the balloon could not be deflated. The physician attempted to retrieve the guidewire, but it was stuck inside the balloon catheter. The balloon system was then removed. No patient injury reported.

Manufacturer narrative:
The balloon catheter and guidewire were returned for evaluation. The guidewire was found broken in two segments with the distal segment found lodged in the balloon sub-assembly. The balloon was successfully tested for inflation/deflation with the distal segment of the guidewire inside the balloon. There was blood found in the balloon lumen. Based on the investigation, there was no defect found with the balloon catheter. The guidewire likely broke during manipulation as the proximal segment showed evidence of the guidewire under external force.